Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient and her spouse were on flight from london to seattle, and ten minutes into the flight, the patient became incoherent and confused but her cgm displayed 250 mg/dl. As the spouse was familiar with the patient¿s symptoms when she experiences low blood glucose, he determined she was hypoglycemic and obtained soda and candy from the flight attendant. After the patient ingested the soda and candy, her symptoms resolved without additional intervention. The patient was unable to perform a bg at the time as her glucometer was in her checked luggage. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.